Event description:
Manufacturer received a report from a dealer that the spouse was allegedly in the lift chair and started to recline when they smelled "an electrical burning" odor and noticed flames coming from the motor area. After unplugging the unit, the flames stopped. No injury was reported as a result of the incident.